Event description:
On (B)(6) 2024, during implantation of a new pacing system, the leads could not be inserted into position as it should. These leads were inserted into the connector, and it was confirmed by x-ray that the lead tips did not protrude from the connector block. After loosening the setscrew by turning it counterclockwise a few turns, it was confirmed by x-ray that these lead tips had reached the correct position, and since the measurements were good, the leads connection were completed.

Manufacturer narrative:
The conclusions are as follows: the manufacturing records review was performed and the subject device has been manufactured and delivered according to all applicable procedures. Since ithe pacemaker remained implanted and the x-ray cannot be provided, neither expertise nor deeper analysis can be performed. Based on the available data, no issue is suspected on the subject pacemaker.